Event description:
Customer reported that the insulin pump alarmed motor error during rewind. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value was 118 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor however passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.